Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. The available delivered boluses were calculated and matched the total daily bolus history correctly. A ten unit bolus was manually performed and was accurately recorded in the bolus history. The bolus total daily dose showed 10 units. The pump was run for 24 hours at a one unit per hour basal rate, and the basal history correctly showed one unit and the total daily dose showed 24 units. No alarms occurred during testing. The complaint of the pump's bolus totals calculating a greater than 5% discrepancy was unable to be duplicated during investigation due to the pump information from the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.